Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor exhibited prolonged reprocessing cycle times. During the cycle, the device remained at 17 minutes for an extended period before completing the cycle near the end. The issue was reportedly observed following replacement of the disinfectant alcohol and during the first cycle of the day. The issue occurred during reprocessing and there were no reports of patient involvement.